Event description:
It was reported, episodes of myopotential oversensing and inappropriate mode switching were observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.